Event description:
The user facility reported a 52yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were "purge system blocked" alarms. A visual inspection was performed and found a kinked purge line due to the patient laying on purge side arm. Tissue plasminogen activator (tpa) was added to purge with no change in purge flow or purge pressure. A motor current rise occurred with pump stop. The pump was in use beyond the instructions for use.

Manufacturer narrative:
The investigation into the pump stop has been completed. The device was returned for evaluation. Upon evaluation, blood was seen in the purge line indicating the pump stop was due to blood ingress. Per the clinical account, the cause of the blood ingress is a result of the patient lying on the sidearm. Therefore the root cause of the pump stop was due to blood ingress into the motor as a result of patient movement. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.